Event description:
Caller reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. To address the issue, the customer changed the infusion set and cartridge and resumed insulin therapy.